Event description:
The customer states that they noticed erratic hemoglobin results generated using a cell-dyn 3500 sl analyzer. A hemoglobin result of 5.9 g/dl and hematocrit value of 38% was obtained for one patient. The sample was repeated using a cd 3700 analyzer yielding a hemoglobin result of 11.6 g/dl and hematocrit value of 35% which were reported from the lab. The customer requested service visit the customer site. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.